Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the flow rate was fluctuating between low (1.1lpm) and marginal (1.7lpm). After troubleshooting, it was suggested to change the pads; however, the nurses decided to leave this set of pads on since they were maintaining the patient's temperature. Neither the device or pads were changed. It was confirmed by the director at the facility that the patient had blisters. It was also reported that the injury was not serious. It is unknown when the blisters were discovered. The therapy was completed by the facility.